Manufacturer narrative:
(B)(4).

Event description:
It was reported that the critical and non-critical alarms were activated which required hospitalization of the patient. It was further clarified that after refilling the pump, the physician was reprogramming the pump and at the stage of verifying a warning appeared on the physician programmer that the pump was empty and low reservoir alarms occurred. The physician filled the pump with water and reprogrammed the pump to minimum rate. The elective replacement indicator (eri) was also activated on (B)(6) 2014 and the pump was scheduled to be replaced in (B)(6) due to the battery depletion. No diagnostic testing or troubleshooting was done or required. No patient symptoms were associated with the event. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. The pump remained implanted but out-of-service. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to clarify event details. This device system delivered lioresal. Should additional information be received, a supplemental report will be filed.

Event description:
It was further reported that the patient was currently fine and the pump was to be replaced in the next two months. No further information was available at this time. Should additional information be received a supplemental report will be filed.